Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated they jumped into a pool and forget they were attached to the device. Advised customer to discontinue use of device and revert to back up plan. Blood glucose level was 141 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and a cracked reservoir tube window through the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.